Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm diameter abdominal aortic aneurysm. It was reported that during a follow up CT, it was noted that the stent graft had migrated down into the aneurysm sac. No type ia endoleak was found, however, the aneurysm sac had enlarged. Per the physician, the cause of the event was anatomy related due to an enlargement of the neck. The physician has stated a cuff and endoanchors may be placed at a future date. No additional clinical sequelae were reported, and the patient will be monitored.